Event description:
The treating doctor reported that the patient required tooth extraction (tooth #30) after an abscess and 3 broken roots (same tooth). Patient didn't need any medical intervention. No lab/ test was performed. Medications were not prescribed for this patient.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions, a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." The treating doctor said that the potential root cause of this event could have been that the aligners aggravated the situation and due to the preexisting conditions. Align's clinical review of available records indicates the tooth 30 had a crown with buccal gum recession showing the metal edge from this crown and apparently a root canal treatment due to the occlusal restoration present on the crown, however, root canal cannot be confirmed since no radiographs are present. Additional aligners scans showed that teeth 29, 30 and 31 became a bridge due to extraction of tooth 30. No conclusive evidence has been provided that supports or opposes whether the invisalign system caused or contributed to the required tooth extraction (permanent impairment), therefore, this event it is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the symptoms, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Manufacturer narrative:
Retrieving data. Wait a few seconds and try to cut or copy again.